Manufacturer narrative:
H10: no repairs were completed by a service engineer. The customer declined service and repair due to the device being out of warranty. No parts replaced. The maintenance cost is too high and the maintenance value is lost. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 ventilator, indicating that when the device is started for debugging, it prompts "data error." It was reported there was no patient involvement at the time the issue was discovered.